Event description:
It was reported that a pt underwent an x-stop procedure. Post-procedure, the pt felt "the x-stop was dangling in her spine." Reportedly, the pt "had pain relief for the first several weeks" post-procedure; however, the pain returned. No additional information reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.